Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received. Review of provided photos shows an air cuff with a small portion stuck to itself. There are no details in the complaint description to suggest that the complainant attempted to massage the cuff to unstick the portion of the cuff that was stuck to itself. Since the device was manufactured in 2018, and this was the first time used it is likely time and temperature contributed to a small portion of the cuff sticking to itself. The investigation did not identify a manufacturing defect. No corrective actions are planned at this time. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cuff is faulty in the set. No patient involvement.